Event description:
It was reported that there was leaking from the bottom right hand corner of the casing. No patient injury was reported.

Manufacturer narrative:
Device history review (DHR) review will not add value to this investigation as device was confirmed to be damaged in the field. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found drain fitting was rusted, enclosure was cracked by drain fitting that was causing a leak, both covers were cracked and damaged, line cord and pole clamp were worn and all blocks were chipped and cracked causing a leak. The reported problem duplicated during functional testing. The root cause of the reported issue was found to be a cracked enclosure by drain fitting and water tank cover. The drain fitting was replaced; enclosure and water tank cover to corrected primary reported problem. Model # and operator of device are unknown. No product information has been provided to date. Initial reporter sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).